Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI port. During the procedure the device allegedly malfunctioned. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one bardport MRI implantable port was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A fracture was noted to the port stem as a complete compound break was noted. The port stem segment was not returned. The edges of the complete compound break on the port stem were noted to be jagged. The surface was noted to be granular throughout. Therefore, the investigation is confirmed for the identified port stem fracture and material separation issues as some fragments of the stem were noted to be missing. However, it is unconfirmed for the reported insufficient information as more specific damages fracture and material separation issues were identified during investigation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.